Manufacturer narrative:
A2: unk, a3: unk, a4: unk, a5: unk, a6: unk, b3: unk, d6a: unk, d6b: unk, h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+2.0/089 (sphere/cylinder/axis), during the same surgery due to the lens flipped inside the patients right eye (od). The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.